Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 31 days. The explanted device was received for investigation. The evaluation is not complete. The pump was preserved in formalin as the doctor wanted to see in situ within the heart. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. Pump thrombosis was suspected. The patient's plasma free hemoglobin was 8 times greater than normal and the lactate dehydrogenase levels were elevated to almost 2000 u/l. It was also reported that the pump parameters were not any different and an echocardiogram result was inconclusive. The hospital personnel noted that although they wanted to replace the pump, the patient's family declined. The patient reportedly had a sternal wound dehiscence requiring muscle flaps and re-wiring of the sternum as all wires broke. The patient reportedly had never recovered mentally. A decision was made by the patient's family to withdraw care. The pump was turned off on (B)(4) 2015 and the patient expired on (B)(6) 2015. It was noted that the pump was off for nearly 48 hours before the patient's expiration.

Manufacturer narrative:
The evaluation of lvad confirmed the report of suspected pump thrombosis. The outflow elbow, rotor inlet, and rotor body revealed deposition consistent with a fixed biological lining and fixed blood. A tissue-like deposition was present surrounding the outlet portion of the rotor. A deposition of similar structure was present in the proximal side of the outlet stator. The deposition appeared to be non-laminated and did not appear to have originated in this location; however, its original characteristics and structure cannot be conclusively determined as they were altered by the application of a fixative. The specific origin of the deposition cannot be determined. Contact marks were observed on the outlet bearing cup and outlet portion of the rotor, indicating that the deposition was present in the outlet stator for an undetermined amount of time while the pump was operating. This deposition could have potentially contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.